Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the endoscope controller (ec) and the video processor (vp). The system was tested and verified as ready for use. The vp has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Visual inspection showed vp came back with no filter or bezel. The vp was installed onto a golden system where vp functioned as expected. The golden system was set to run 10 power cycles and sat idle for 1 hour. Once testing was completed, the system error logs were inspected, but no error was found. As a result of these findings, fa concluded that no root cause could be attributed to the reported problem. The ec involved with this event has been received, but the fa testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a non-recoverable 1153 fault at system startup. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). Tse instructed the customer to perform a hard power cycle of the vision side tower, after which the system powered up and the 1153 error did not return, allowing surgical setup to continue. The customer later reported to tse that the fault 1153 reoccurred at da vinci system startup. There was no reported injury. Isi contacted the customer and obtained the following information: according to the da vinci robotics coordinator, there was no surgery performed. There was no patient injury or harm. Patient demographics were provided.